Event description:
During the t2 humeral nail surgery, the surgeon inserted the drill for the proximal screw hole drilling. However, the tip of drill broke and the broken piece remained in the humeral bone. Afterwards, the surgeon removed the broken piece of drill from the patient bone.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.